Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that some of the infusion sets were faulty. The customer also mentioned of high blood glucose. The customer¿s blood glucose was 99 mg/dl on (B)(6) 2017 the blood glucose was 441 mg/dl. The customer treated high blood glucose with shots. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.